Event description:
It was reported to boston scientific corporation that an uphold lite vaginal support system was used during an anterior repair. The suture, with the needle at the end, detached from one of the leg assemblies, inside the patient. It is unknown if it was retrieved from inside the patient. The uphold lite device was removed from the patient and the procedure was completed with another uphold lite vaginal support system. There were no complications to the patient, who is over 18 years of age and was fine at the conclusion of the procedure.